Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer¿s blood glucose level was 223 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.